Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found needle separated from sensor. Unable to confirm customer received sensor in said condition due to customer return sensor opened/used.

Event description:
It was reported that the needle hub was stuck in the serter. Customer's blood glucose was 29 mmol/l. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.